Manufacturer narrative:
Evaluation: device evaluations of battery packs and battery charger have been completed. Battery charger was subjected to full functional testing, no problems were found. The charger performs a battery capacity test and charges battery packs properly. Battery pack was subjected to full functional testing, no problems were found. The battery pack charges properly. Battery pack was evaluated, the reported problem was confirmed with this pack. The cause of the flashing red battery fault light was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic had developed an internal short circuit, which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The patient received two replacement battery packs.

Event description:
A female patient contacted lifecor customer support to report that neither of her battery packs will charge. She reported that she ran both of them very low. When she places them in the charger both battery packs give battery fault indicator lights. Two replacement battery packs were sent same-day delivery. Eight days later the patient called to report that the replacement battery packs would not charge. A replacement charger was sent to the patient. The following day, the patient was discharged from the device - she did not get a chance to try the replacement charger.